Event description:
A 4.0 mm diameter x 15 mm length driver rx coronary stent delivery system was inserted into a patient for the treatment of an unk lesion. Vessel morphology was not reported. It was reported that during the procedure, a piece of plastic was noted just before the hub. The plastic piece should be attached; however, it had come loose. It was reported that the stent was successfully deployed. No additional clinical sequelae were reported and the patient is fine. Evaluation summary: medtronic has received the device and its analysis has been completed. The balloon has been inflated and the stent was not present. There was a small piece of plastic present on the device near the strain relief; this was identified as 2nd bake tfe. Please note that this device (drv40015x / lot number 0000618884) is distributed outside the united states; however, it is similar to the united states distributed product drv40015w.

Manufacturer narrative:
Additional components on finished device.